Event description:
It was reported the patient was experiencing inadequate coverage and auto-reducing. A fluoroscopy was performed and revealed a kink in the lead. As a result, the patient's lead was explanted and replaced. Adequate coverage was regained post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.